Manufacturer narrative:
Concomitant medical products: dtbb1q1, ICD, implanted: (B)(6) 2016; 439888, lead, implanted: (B)(6) 2016.

Event description:
It was reported that the clinic received an alert transmission and attempted to call the patient and was notified by a family member that the patient died earlier that day. Cause of death was not reported. The patient was at home at the time of death. Emergency medical services told the patient's family that the device malfunctioned. Review of the remote transmission revealed the patient received therapy for ventricular tachycardia (vt) and then it appeared that the patient went into an agonal rhythm. No additional details were provided.

Manufacturer narrative:
Corrected information: sex, date of birth.